Event description:
It was reported that during an unspecified surgical procedure, the motor device "had a tear on the hose". There was no information regarding the location of the tear on the hose. There were no delays to the planned surgical procedure as a spare identical device was available for use. No patient harm, adverse outcome or injury was alleged. The exact date of the event was unknown but the reporter indicated the event could have occurred in (B)(6) 2013. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual sample was returned for evaluation.  Reliability engineering evaluated the device. A visual and functional assessment was performed which substantiated the complaint. Therefore, the reported condition was confirmed.  The assignable root cause was determined to be mis-handling.  If additional information should become available, a supplemental medwatch report will be submitted accordingly.